Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed unrelated service repairs. The fse ran a carryover test, system check and a highly sensitive foam/no-foam test. All results were within specification. The fse then ran a twenty (20) replicate precision run and all results were within specification. The fse did not note any hardware issues which would have contributed to this event. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined.

Event description:
The customer reported generating discrepant access accutni+3 results for one (1) patient with the laboratory's dxi 800 access immunoassay instrument serial (B)(4). The initial and repeat results of the first draw of the patient recovered within the normal reference range of the assay. The patient was re-drawn and an erroneous high result was generated. Two repeats were completed, both generating lower results that were still above the normal reference range of the assay. The patient was re-drawn for a third time and a result within the normal reference range of the assay was generated. The results were released outside the lab and there was no change to patient treatment. The samples were collected in lithium heparin plasma tube and spun at 3,500-4,000 revolutions per minute (rpm) for five (5) minutes. The customer reported no visible issues with the integrity of the samples. Customer stated their quality controls (qcs) were within specification. System check data was provided for review and result from the (B)(6) 2016 were within specification. The customer calibrated on (B)(6) 2016 with reagent lot 530044 and calibrator lot 527275, all results were within specification. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.